Event description:
Reporter alleged that a patient received the result of 560 mg/dl on the inform system compared back to back within 10 minutes of a result of 258 mg/dl obtained on a lab system. Reporter stated that the patient received unspecified treatment based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged that a patient received the result of 560 mg/dl on the inform system compared back to back within 10 minutes of a result of 258 mg/dl obtained on a lab system. Reporter stated that the patient received unspecified treatment based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.